Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: inflation: abbott indeflator; bard high pressure presto, other: copilot, guide cath: cordis xb 3.5. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity and no calcification in the circumflex coronary artery. Pre-dilatation was performed with a 2.5 x 12 mm trek balloon and a 3.5 x 12 non-abbott stent was implanted successfully. For post-dilatation, the 3.5 x 8 mm nc trek balloon catheter was prepped according to the instructions for use (IFU) with no issues; however, during removal of the protective sheath there was some resistance noted. The 3.5 x 8 mm nc trek was advanced without resistance and inflated to 12 atm; however, the balloon would not deflate. The indeflator and copilot were checked and no issues were noted, but the balloon remained inflated. A non-abbott high pressure inflation device was able to deflate the balloon and was withdrawn without any issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.